Manufacturer narrative:
No blank display, vibration anomaly or constant tone was noted. However, the insulin pump was received with moisture damage on the display board and mother board. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was exposed to moisture. Customer stated that the device had fallen into a pool and was unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 161 mg/dl at time of reporting. Nothing further reported.